Manufacturer narrative:
The device was evaluated in the field by an imris customer serivce engineer and clinical applications specialist. Investigation through internal corrective action identified the root cause of the reported issue is related to the design of the hfd100 table adapter component that connects to the operating room table and the remainder of the head fixation device assembly. Follow-up with the customer by imris also indicated the issue was potentially first seen by the customer in a robotic-assisted surgery which used the rosa device. During the surgery, the navigation system detected a change in position of the tool and registered an error. The surgery was completed at the surgeon's discretion after the position error was registered, and no impact to the patient or procedure was reported to imris. Remedial action has been initiated to replace affected table adapter components in the field with a new component design.

Manufacturer narrative:
Video of the ort400 table with the hfd100 table mount shows that there is unintended movement when pressure is applied to the table mount. The table mount has not been returned for evaluation. A follow-up report shall be submitted when the table mount has been returned and the evaluation completed.

Event description:
During training and mock simulations, the hfd100 skull clamp table mount exhibits unintended motion (wiggle). There was no patient involvement.